Manufacturer narrative:
H4: the lot was manufactured between may 23-25, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was residual fluid inside the device bladder which suggested a possible under infusion had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused during infusion. The expected therapy time was 30 minutes, but the 4000 mg ceftriaxone solution had not fully infused after 50 minutes of infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.